Event description:
Litigation papers allege that patient was implanted with a depuy asr hip on his left side, on or about (B)(6), 2007. Following his original hip replacement surgery, patient began to experience pain in the area of his hip replacement, as well as difficulty in ambulation. Patient has been advised that the prosthesis should be removed and replaced. (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to stiffness and pain. The report stated that patient had low cobalt and chromium levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that patient was implanted with a depuy asr hip on his left side, on or about (B)(6) 2007. Following his original hip replacement surgery, patient began to experience pain in the area of his hip replacement, as well as difficulty in ambulation. Patient has been advised that the prosthesis should be removed and replaced.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.